Manufacturer narrative:
Complaint conclusion:it was reported that when the physician removed the 6f 70cm brite tip sheath from its sterile pouch, the distal tip was found to be frayed. A new brite tip sheath was used instead to successfully complete the procedure. There was no report of patient injury. The device was stored, handled, and prepped according to the instruction for use (IFU). There were no other anomalies or damages noted to the packaging or product. The product was not clinically used. Attempts to gather further information were unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, this might have been caused during shipping, storage, and/or handling of the unit. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Concomittant products: new brite tip sheath to finish the procedure (B)(6). (B)(4). The device will not be returned for analysis, therefore no product investigation will be conducted. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when the physician removed the 6f 70cm brite tip sheath from its sterile pouch, the distal tip was found to be frayed. A new brite tip sheath was used instead to successfully complete the procedure. There was no report of patient injury. The product was not clinically used. The product will not be returned for analysis.